Event description:
I had breast reconstruction started along with bilateral mastectomy for stage ii invasive ductal carcinoma. No chemo or radiation. Was "healthy" through cancer ordeal. Silicone implants placed (B)(6) 2014. Got immediately ill. I have been a healthy active person my entire life. Very conscious of my body, diet and health. Dancer, runner, ski instructor. When I was diagnosed with breast cancer (B)(6) 2012 it came as a shock. I never felt sick through the ordeal, ever. No chemo or radiation. Treatment with surgery only. When the drugs and fog wore off from surgery after implants were placed, I realized there was a problem. I was very sick, clammy, sweaty, felt like constant flu plus tons of other symptoms. I lost my ability to work, lost my home and insurance. Had to move in with my mom, which gave me plenty of time to research and "diagnosed" my own problem. Had the implants removed by a skilled surgeon (B)(6) 2016. He now refuses to implant women with breast implants because he's seen so many cases exactly like mine. Some of my symptoms improved immediately, some linger. It has been for years of "profanity" and more searching and trying to get my life back. I had a new lump showed up (B)(6) 2017, and am in the process of having that diagnosed. So far, it is slightly suspicious for bia-alcl, unbelievable. I trusted my drs. I trusted you, the FDA to protect me. Breast augmentation was never on my radar. I was too consumed with the fear of cancer, and beating it. I was assured bilateral mastectomy with reconstruction was the best option I was never informed that I was going to be used as a guinea pig for allergan. I now know that no implants are fully approved for safety, that they are out there under "pre-market approval." I had a lengthy discussion with a high-profile (B)(6) attorney who has dealt with these sorts of cases before. He explained that big pharmaceutical companies are very well protected by you. He described it as "the fox watching the house," and that cases are nearly impossible to win. My life was permanently altered the day I got those implants. My kid's lives, my health, my losses are immeasurable. Please look into this. (Although I'm sure you already have a good idea of what's going on). Please have some integrity and really address this. I thank you in advance for reading my story. Please feel free to contact me with questions. There is so much more to this story. Sincerely, (B)(6). Ps: my implants are currently residing with (B)(6) at (B)(6) in (B)(6) - pending ligation, or money from my pocket to have them analyzed. Symptoms that showed up after silicone implants were placed: clammy/sweaty skin, constant feeling of coming down with the flu, random fevers. Rashes, blurry vision / dry eyes, vertigo, rapid decline in vision, dizziness/balance issues, ringing in ears (loud-constant), fevers in "breasts" /pain. Intolerance to heat, extreme weight gain and bloating, pain in kidney/flank living on diuretics. Intolerance to exercise, extreme weakness/hard to hold self up. Pain in feet and shoulder/neck, brain fog, confusion / feeling of nervous system "on (B)(6)." Extreme anxiety and panic attacks, suicidal / agoraphobic, hair loss (extreme) /change in texture - color, metallic taste in mouth. Sensitivity to chemicals / food / alcohol, extreme fatigue, can't sleep, short of breath, numbness / tingling in extremities. Nodules in lungs and documented by pet/CT (grown from 6 to 7 to 8 mm in one year's time) (B)(6) 2015 - (B)(6) 2016. Another pet / CT scheduled for (B)(6). Easy bruising, wounds that don't heal, gut issues / constipation, discoloration, chills. Muscle weakness / wasting (won't respond to exercise). Heart palpitations / bradycardia. Light sensitivity, chest pain, weight gain, bloating, cloudy eyes, itching. Add'l surgery to remove implants.